Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported results of 516 mg/dl, 312 mg/dl, and 193 mg/dl. Readings were taken within 10 minutes. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent. Lot not provided.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because there was an insufficient number of tests remaining in the returned vial.